Event description:
It was reported that following implant of the right ventricular lead, a high impedance alert was issued during overnight monitoring. An increase in capture threshold was noted as well. X-ray imaging was normal. Device programming was performed and the patient was discharged. No symptoms were reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)